Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: procedure was a right colectomy. Post operative leak occurred between days 4 and 5. Total estimated blood loss was a couple unit of blood and received an intraoperative transfusion. Blood loss occurred during an attempt to ligate a vessel during mobilization during the initial procedure. What were the indications for surgery? Cancer, obstruction in proximal transverse colon. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Highly experienced surgeon with lots of experience with this product. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Halfway between the mid line and the bottom line. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, always. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green check mark was received. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Four half turns. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes, two intact donuts were examined. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? No leak test was performed. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? A combination of imaging and clinical diagnostics. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Surgeon completely took down the existing anastomosis. The surgeon stapled off the distal transverse colon and gave the patient an end ileostomy. Location of the leak was anterior. What is the current patient status? Patient was in the ICU for 45 days. Current status is unknown. No additional information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to a colectomy, the surgeon reported that the patient experienced post op anastomotic leak between day two and day three.